Manufacturer narrative:
Two photos were submitted for quality evaluation. The photos provided do not depict the failure reported. The customer complaint of air bubbles / air in line could not be verified. Due to no physical sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 2426-0007 lot number 25063016 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: the tubing contained air, with a few small bubbles of fluid, all the way through the tubing. Additional information received from the customer: please give a detailed description of the event: the ICU rn reported coming out of another room and hearing her IV pump alarming with the ¿red¿ high alert tone that happens when a channel becomes disconnected. She discovered that the pump tubing contained air, with a few small bubbles of fluid, all the way through the tubing and up to the patient. She turned off the channel, and alerted unit leadership. The patient in question was intubated, sedated, and on continuous eeg, and remained hemodynamically stable throughout the event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.